Manufacturer narrative:
Follow-up #1: date of submission 3/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: power on reset events observed in the black box but not duplicated in testing. Pump is able to power on properly. Battery cap was able to fit for testing. Intermittent power was not duplicated during the investigation. Pump exercised for 24 hours with no loss of power occurring. Opened pump- no defect found. Battery compartment cracked from case seal traveling to grip pad. Battery cap coin slot is damaged- cap is difficult to attach and remove.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.